Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient implanted with the subject ICD died on a motor vehicle accident on (B)(6) 2017.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient implanted with the subject ICD died on a motor vehicle accident on (B)(6) 2017.